Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01571. The patient ((B)(6)) received her scs system, including an ipg and two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported that the patient developed an infection. The physician explanted the system on (B)(6) 2011. No further information is available at this time.